Manufacturer narrative:
The cause of the reported issue is unknown, however, it will be considered a malfunction. A strip was provided of the event and reviewed by quality specialists. According to set configurations, the event would meet the criteria for a pause alarm. However, in this case, the investigation was limited by the fact that the central monitor alarm logs do not store yellow/intermediate level alarm events in this version of the product and a pause alarm is a yellow arrhythmia alarm. Additionally, under some conditions configured timeout periods may be in effect if a prior pause or higher level similar alarm had occurred within the configured timeout period, another of the same alarm event or lower may not be provided until the timeout period ends. Philips was not able to confirm if any other similar alarms had occurred in the several minutes prior to this occurrence. It is also important to consider that arrhythmia alarm settings can be customized on a per-patient basis and we are unable to determine if any of the unit default alarm settings may have been changed to suit the needs of the patient thereby possibly altering when alarms would be presented; thus the cause is unknown.

Event description:
The customer reported that the device did not alarm for a 3.3 second pause for bed 8 on (B)(6) 2017 around 13:35. The patient was administered a anti-arrhythmia/blood pressure medication, thus this will be considered a serious injury.